Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service, the field service engineer (fse) found machine and proximal pressure sensors failed (e/c 1007). There was no patient involvement.